Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer was reseated. The system was then found to be operating as intended.

Event description:
The reported that the system intermittently displayed a communication failure error message. Further investigation determined that the system was locked-up. There is no report of pt injury associated with this event.